Event description:
As reported for this event by the customer, when the e99 error message is received at the time the device is being used for reprocessing, the error message is cleared and the reprocessing continued. The e99 error message is indicating that the disinfectant has not been changed for may days or the disinfectant has had frequent uses. An acecide concentration check is performed but not in the correct way. A year ago, the facility upgraded to the use of this device, at which time all the staff was trained to the correct reprocessing method. However, since then the staff has changed and there has been a decision at the facility to use the same disinfectant for one month. There is no harm reported to any patients.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is not available for evaluation; as such, a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information. Device is not available for evaluation.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Customer informed that when the scope was reprocessed the disinfectant was effective. Correct reprocessing method has been explained to the customer. Customer has also been provided with materials. Currently, the customer is reprocessing according to the materials.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported e99 error code. A review of the device history record found no deviations that could have caused or contributed to this problem. The investigation did not establish a definitive root cause for the reported issue. However, it is probable that the error code was produced because the end-user was unaware of the appropriate reprocessing methods specified by the manufacturer. It is likely that the e99 error code was produced either because (a) it had been more than 15 days since the disinfectant solution was prepared or (b) because the end-user did not regularly check the aceside concentration. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿3.9 checking the disinfectant solution concentration level when reprocessing an endoscope, always use an aceside checker or a portable concentration checker to check that the disinfectant solution is at an effective concentration. Please be sure to replace the disinfectant solution before the disinfectant effect disappears. Check the concentration of the disinfectant solution every time you disinfect the endoscope using the aceside checker or the portable concentration checker. If you fail to do this operation, it could result in inadequate disinfection. Also, be sure to replace the disinfectant solution before the disinfectant effect disappears.¿ olympus will continue to monitor field performance for this device.